Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any defects¿ or malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that an unknown patient at an unknown time had experienced vocal cord paralysis determined to be directly related to vns stimulation. The local company representative reports that since no other case is known in austria, he assumes that the physician is referring to cases from surgical training courses or in exchange with international colleagues. A virtual meeting was held with foreign sales director. The director reports that they have reached out to the physician regarding the unknown patient and the physician reported that he does not remember anymore since it has been so long, only that he recalls it had occurred in the past and was not his patient. Physician stated that data protection laws would prevent him from providing the information if he was able to retrieve it as no active complaint was initiated from the physician or patient regarding the event. No further investigation can be completed. No other relevant information has been received to date.